Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat a degenerative global deformity with fixation at t10-s2. It was reported that the manufacturer representative completed planning the day of the procedure and asked the surgeon to review the surgical plans prior to the case but the surgeon did not review the plans. Trajectories were planned from s2 to t10. L1-l3 were noted by the representative to have small pedicles bilaterally suggesting potential in-out-in trajectories as well as potential for skiving. L5 right was noted by the representative to have a large anatomical gap between facet joints. The called out these notes during the procedure. The system pass both a 10 point and 3 point test during set up. The system was then mounted to the bed and draped. At 1057 the system was mounted to the patient using schanz arm platform attached with two schanz pins, one in each patient's iliac crests. The first 3 define scan was not acceptable the first time due to the pa's hand being in the surgical field during the scan. The second 3 define scan was successful and draw spine was acquired without issue. During registration automatic registration failed and the scan did not match up; the obl images appeared too lateral. The c-arm was adjusted and new images obtained; automatic registration was successful. The flow of the surgery was: right s2, left s2, left s1, left l5, left l4, left l3, right s1, right l5, right l4, right l3. At that point a second 3 define scan and draw spine were completed for a new segment. Registration was notably difficult. Automatic registration was unsuccessful twice. Manual registration was attempted and still unsuccessful. The c-arm was adjusted and registration continued to fail. Eventually registration was accomplished with the c-arm angle differing from the 3d marker auto placement. Eventually, automatic registration was achieved but the efforts took 23 minutes and did not include t10 vertebrae. At 1201 left l2 trajectory was sent and arm drop was observed but stopped. The arm was re-sent to the trajectory and the problem did not recur at that point and did not recur at any other time during the case. Caseflow for the second segment of surgery was: left l2, left l1. Left t12, left t11, right l2, right l1, right t12, right t11. The system was dismounted from the patient at 1224 and dismounted from the bed at 1228. Fluoroscopic images were acquired for confirmation visualization. Left t11, left l1 and right l3 were all deemed to be inferior to plan in the pedicles. No patient harm was reported and surgery was delayed less than an hour. During case review, the surgeon was unhappy with the speed, workflow, and mechanical failures of the surgical arm and the schanz arm not fitting over the pin. The surgeon specifically noted the extended registration time and t10 not being included in the second registration during case review.